Manufacturer narrative:
It was reported that the battery was not charging. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection but failed functional testing. The battery was unable to provide power to a controller. Supplemental testing revealed that a cell pair's battery can (container) was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. The most likely root cause of the reported event can be attributed to a battery with a perforated cell. However, an internal investigation has been opened by the supplier to evaluate perforated cells during the welding process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that led indicator on the battery charger was flashing red when the battery was placed in it. The site further reported that the battery was not charging. The battery was exchanged with no reported patient consequence. A preliminary analysis of the device determined that it had been improperly assembled.